Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family wasa reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 420 mg/dl. The customer¿s other blood glucose level was 412 mg/dl. The customer was treated with the insulin pump. The insulin pump will not be returned for analysis.